Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst several days after placement. The device was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned was one 20 fr tri-funnel repl gastrostomy feeding tube. The device showed signs of use. A split was found near the middle of the balloon, which showed extensive localized stretching and tearing with a relatively rough but level surface. Curling of the edges of the break was noted in the photographs. The complaint of a balloon rupture is confirmed, and while a definitive root cause could not be determined based upon available information, a likely cause of burst in this device is overpressurization due to overfill during use. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter burst several days after placement. The device was replaced. There was no reported patient injury.